Event description:
During a surgical procedure using the renaissance system at (B)(6) (USA) on (B)(6) 2018, the registration process failed. Trying to troubleshoot the registration issues resulted in a prolongation of surgery by over an hour. No patient harm was reported.